Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.6b, g.2, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases, observed what appears to be crater-like appearance on shell surface. Leak test and microscopic analysis was performed which identified: a curved opening on patch assessed as smooth opening and a sharp opening on plug strap assessed as unidentified (tear) opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved smooth opening. A sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.